Manufacturer narrative:
The insulin pump buttons functioned properly and no button error alarm noted during testing. However, unit had corroded keypad traces, cracked reservoir tube lip, minor scratched display window, cracked case at display window corners and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received button error alarm. It was reported that the pump would be replaced. No further information provided.